Event description:
The caller reported experiencing a cgm error 42 multiple times on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump.